Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Both drive tips are twisted, with one driver missing approximately a 0.04" section of the distal tip. It is stated that a torque indicating device was not used. A torque indicating device is recommended to prevent over torquing the device.

Event description:
It was reported that the ar-9545-t15-02 is twisted. Additional information 6/30/2021. It was reported during a reverse arthroplasty, using universal glenoid system, the white baseplate impactors had the blue plastic piece cracked that holds the baseplate on snugly, we were able to use the device to complete the case. The 3 different t-15 handles all were twisted during insertion of the central and peripheral locking screws. During returned device evaluation, a reportable malfunction was discovered.